Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with loose epithelium in both eyes(ou) at post treatment. The surgery center noted there a trace to 1+ stage of loose epithelium along the visual axis in both eyes. Follow up determined the patient was diagnosed with epithelial basement membrane dystrophy (ebmd) and possible epithelial ingrowth. The patient¿s chief complaint was of halos, glares, and shadows. The patient¿s comments were of slight foreign body sensation on the left eye. The patient stated the visual acuity fluctuates but is slowly improving since last follow up visit. The surgery center indicated the patient had switched to a non-preservative artificial tear as needed in both eyes and the patient stated had been rubbing eyes. The pred forte artificial tears substitutions were discontinued. The patient was treated with oral steroids and topical steroids were increase. In addition, a flap lift and scrape (keratectomy) was performed. It was stated that the patient did not experience loss of best corrected visual acuity (bcva). Patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye post-op, 20/30 .75 x -1.50 x 155; left eye post-op, 20/ 1.00 x -1.75 x 66.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.